Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery (sfa) with moderate calcification and mild tortuosity. The 315cm bare wire was advanced without resistance, however, as the physician tried to push further, it was noted that the tip of the wire separated. There was no resistance upon removal and force was not applied. A snare device was used to capture the separated tip. Another bare wire was used to complete the procedure. There was adverse patient sequela and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported tip separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported tip separation. It may be possible that during the attempt to push the barewire further, the tip of the barewire became lodged/stuck within the artery resulting in separation during removal; however, this could not be confirmed. The reported unexpected medical intervention to remove the separated tip were related to circumstances procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.